Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. High power visual inspection of the header noted that it was completely separated from the device case. No medical adhesive (ma) was left on the device case and all of the ma was on the bottom of the header. All seal plugs were intact and the ma around all of the seal plugs was properly attached to the header. An x-ray of the header noted that the ventricular tip feed through wire was fractured at the device case. This could have occurred handling the device during or after the explant procedure, on the way back, or during handling when the device was received at the lab.

Event description:
Boston scientific received information that during a routine device replacement procedure, it was noted there was a partial fracture with separation of the header. There were no patient symptoms and all measurements were appropriate except for one high atrial threshold measurement. This device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.